Manufacturer narrative:
The device was returned for analysis. The insufficient information was observed as a suture separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the noted suture separation; factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1562 - removed.

Event description:
A proglide device was received by abbott vascular. Analysis of the device noted a suture separation at the pre-tied knot. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Date of event ¿ estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.